Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and desired with the brainlab navigation involved, and the desired diagnostic sample was not retrieved at this surgery, despite according to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with no change of the already existing craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia (of ca.30-60min), nor due to the repeat of surgery/anesthesia (of ca. 60min) for the revision. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the actual trajectories applied, compared to the intended trajectories displayed by the navigation, by ca. 6mm observed at the entry point, is that a shift of the navigation reference array occurred during the surgery after registration, due to a not sufficiently rigid fixation of the array's connection arm to the head holder by the user. The movement of the array occurred most likely before creating the burr hole when applying forces e.g. During draping. This led to a deviation of displayed instrument positions on the pre-operative MRI, different than originally registered to the scan. A further potential contributing factor is a combination of using an MRI scan not fulfilling the requirements as per the brainlab scan protocol for registration to navigation, not providing a sufficient smooth surface reconstruction due to noise artefacts and skin shift/changes, and an acquisition of registration points by the user not as required by the navigation, with the points not sufficiently distributed on both sides of the head and nose, and acquired on areas with scan artefacts. This might have led to a less accurate than desired match of the actual patient anatomy to the image set used with navigation. Apparently the resulting deviation of the navigation display was not detected by the user before the craniotomy and applying the biopsies, with the necessary continued user verification of navigation accuracy after registration, after draping and throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample of an assumed glioblastoma, located ca. 47mm deep in the right side of the brain, with a diameter of ca. 15mm, has been performed with the aid of the brainlab navigation version 3.1. The pre-operative t1 MRI scan used with navigation was acquired 5 days before the surgery. The trajectory was planned on this scan. During the procedure the surgeon: positioned the patient in a lateral orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching, acquiring registration points using the softouch on the patient's skin surface to match the display of the navigation to the current patient anatomy, verified the accuracy and accepted the registration to proceed. Determined the entry point with the navigated pointer, marked it on the patient skin, removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-marked the entry point, performed the incision, used again the pointer to determine the location of the burr hole in the skull for the desired entry point and approach with navigation, and created the burr hole. Aligned the varioguide to the planned trajectory and performed the biopsy with a navigated biopsy needle through the navigated varioguide. 1 pass for 1 sample was intended, the specimen were provided to pathology. Since the desired pathological tissue was not retrieved, 3 further sample passes were attempted at different depth and different trajectories other than planned. The further samples provided to pathology were also non-diagnostic. Checked the navigation accuracy at the entry point, and determined a ca. 6mm deviation of the instrument position display by navigation on the skull, compared to the actual patient anatomy. Completed the surgery and closed the patient. A post-surgery CT scan was taken, a revision biopsy surgery was planned for this patient and took place 3 days later on (B)(6) 2020. The revision biopsy surgery was performed using the same already existing burr hole (craniotomy), with a stereotactic frame instead of navigation, and the desired diagnostic sample was retrieved. According to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with no change of the already existing craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia (of ca.30-60min), nor due to the repeat of surgery/anesthesia (of ca. 60min) for the revision. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.